Event description:
It was reported to covidien on 5/29/2009, that a customer had an issue with gauze. The customer stated that the gauze frayed in a patient wound.

Manufacturer narrative:
Submit date: 6/12/2009. An investigation is currently underway. Upon completion, the results will be forwarded.